Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection power up self-test, functional testing, and event log verified was performed. The customer reported problem could not be duplicated. However, error code verified in the pump ehl. Investigator reload the software for preventive and perform a full pm and all functional test to pass. The problem source of the reported problem is unknown.

Event description:
Information was received that during in-house testing, device had error code 46442; no patient involvement.